Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the blue stem of the sample port was missing. The user did not notice until the device was in use and begun to leak urine from the sample port.

Manufacturer narrative:
Received 1 sample port connector with catheter. Per the visual inspection, it was observed that the blue stem was missing the sample port. The cap was found weld on the sample port body. The reported issue was confirmed as manufacturing related. No other test(s) could be performed due to the sample condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "<direction for use bard ez-lok sampling port> occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. Swab surface of site with antiseptic wipe. Using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. Malfunction and adverse events malfunction catheter kinking, damage, rupture difficulty or failure to remove the device occlusion of catheter inner lumens encrustation accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use." (B)(4).

Event description:
It was reported that the blue stem of the sample port was missing. The user did not notice until the device was in use and begun to leak urine from the sample port.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the blue stem of the sample port was missing. The user did not notice until the device was in use and begun to leak urine from the sample port.